Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed an rrt message. The message was cleared, but repeated measurements revealed a cell voltage of 1.24v, 11ua, <1 kohms with lead impedances <200 ohms. Magnet rate displayed dashes (---). A download was performed, but measured battery data again displayed 1.23v. The device was subsequently replaced.